Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer resumed insulin delivery without changing the supplies. Blood glucose was 227 mg/dl.